Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop is malfunctioning. The administration set does not fill completely, medication is still left in the bag. No patient adverse events reported.

Manufacturer narrative:
Returned products(quantity: 13) was received in unused physical condition. Accuracy testing was performed on all returned samples. No fault was found with any of the returned products. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.